Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed alert 41 during a supply change, and the alert persisted after supplies were removed, a restart was performed, and a dry run was attempted; this corresponded to a failure to infuse associated with a firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included an outcome where an appropriate impact term was not available. Investigation included communication with the user and analysis of information provided by the user. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.